Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by the customer using correction injection via manual injection and did not require third-party assistance. Technical support assisted with the process of resetting the pump and noted that the malfunction code recurred. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.